Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer investigation results are as follows. The investigation has shown that the threaded tip of the hammer guide is broken off and stuck in the head of the inserter. The review of the production histories revealed that the instrument was manufactured according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Furthermore, the instrument was checked before leaving the manufacturing facility. No definitive root cause was able to be determined; however the failure mode is consistent with a mechanical overload. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 359.218, synthes lot number: 8820213: release to warehouse date: mar 24, 2014. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, during a procedure, the connection thread of a titanium elastic nail (ten) inserter and a hammer guide for ten broke. The surgery was prolonged by fifteen (15) minutes. Patient outcome is unknown. This is report number 2 of 2 for (B)(4).